Event description:
Boston scientific received information that this right ventricular lead exhibited low pacing impedance measurement but not out of range. The lead was dislodged. High threshold measurements were noted. The cause of the low impedance measurement was not determined. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical inspection. The analysis revealed severe abrasion marks in the region of the tricuspid valve. The insulation was found rubbed through in this area. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as a result of the mechanical interaction with the tricuspid valve. Further inspection revealed intra-operative damages i.e. Cuttings of the insulation and a deformation of the inner conductor coil was noted. The analysis did not reveal any sign of a material or manufacturing problem.